Manufacturer narrative:
Conclusions: a sonnet micro rechargeable battery was seen to have been bulged in the field and sent back to service and repair for analysis. Device investigations confirmed bulging of the housing and showed a small crack and damaged battery contacts. Investigations at the supplier could not determine a reason for the heavily corroded battery contacts. Possible factors for the observed corrosion could be contact with an external aggressive medium or leaking of the battery, even though no clear leak could be detected. No exact root cause for the observed bulging could be determined, but it might also be related to the excessive corrosion. This is a combined initial and final report.

Event description:
The repair analysis of a sonnet micro rechargeable battery revealed bulged and damaged housing. No electrolyte leakage or injuries have been reported from the field.